Event description:
It was reported that unspecified malfunction occurred. It was reported that the customer was hospitalized with a high blood glucose level (bg); cause of high bg was unknown, details and nature of hospitalization were not provided. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.